Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that unit functioned properly and the customer complaint could not be duplicated. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reported that the unit was not pumping and not working. On(B)(6) 2017 the customer stated, in an email reply to a request for additional information, that the pump will turn off in the middle of feedings and completely resets itself. This was noticed during testing with no patient involved.